Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was in a mildly tortuous and moderately calcified vessel. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, upon initial inflation at 5 atmospheres for 4 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.